Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was ­­­­­­­­­bilateral inguinal hernia and postoperative diagnosis was large right inguinal hernia, incarcerated with omentum, and direct and indirect components and moderate-size left inguinal hernia, reducible, direct. The patient surgical revision, abdominal pain, tenderness, persistent fever, nausea, and diarrhea.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ­­­­­­­­­bilateral inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, recurrence, mesh migration, tenderness, persistent fever, nausea, and diarrhea. Post-operative patient treatment included revision surgery and recurrence repair with new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant medical products: (lot #: snj0968x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ­­­­­­­­­bilateral inguinal hernia. It was reported that after implant, the patient experienced mental pain, pain, suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, abdominal pain, recurrence, mesh migration, tenderness, persistent fever, nausea, fibrotic cord structures, fibrosis, hypertrophic, mesh deformation/contraction, cord lipoma, and diarrhea. Post-operative patient treatment included medication, revision surgery and recurrence repair with new mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ­­­­­­­­­bilateral inguinal hernia. It was reported that after implant, the patient experienced mental pain, pain, suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, abdominal pain, recurrence, mesh migration, tenderness, persistent fever, nausea, fibrotic cord structures, fibrosis, hypertrophic, mesh deformation/contraction, cord lipoma, and diarrhea. Post-operative patient treatment included revision surgery and recurrence repair with new mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ­­­­­­­­­bilateral inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, recurrence, mesh migration, tenderness, persistent fever, nausea, fibrotic cord structures, fibrosis, hypertrophic, cord lipoma, and diarrhea. Post-operative patient tr eatment included revision surgery and recurrence repair with new mesh.